Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The cse performed required calibrations and test outlined in service manual. Ventilator passed all test after repair.(B)(4)

Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.